Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. The reported allegation was confirmed via data. The probable cause could not be determined post investigation.